Event description:
It was reported that during an incoming quality inspection at the international office, the packaging was determined to have a heat seal damaged, delaminating, channel, and wrinkle). The device/packaging was not returned. Only a photograph will be sent.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent. We were unable to analyze the sample utilized in the reported event as the instrument was not returned to us. There was one photograph submitted. The photos did reveal that the tyvek was separated from the blister on the top side of the blister, on the handle side of the device. Further inspection indicates no evidence of seal material on the blister of the device. In addition, the tyvek was folded and glued to the tyvek. . It is possible that, due to the condition of the tyvek, ( bend), the tyvek did not seal appropriately.

Manufacturer narrative:
(B)(4): added additional information. A sales unit box was returned for analysis. Visual inspection of one devices indicates that the tyvek was separated from the blister on the top side of the blister, on the handle side of the device. Further inspection indicates no evidence of seal material on the blister of the device. In addition, the tyvek was folded and glued to the tyvek. The other 5 devices were inspected, and no anomalies were observed with the packaging of the devices. It is possible that, due to the condition of the tyvek, ( bend), the tivek did not seal appropriately